Event description:
It was reported that the carelink database was offline and the physician was unable to pull data. The issue was resolved and the database was back online. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.